Manufacturer narrative:
Age/date of birth and sex were updated. Date of event was updated. The unit of measure for the tsh result from the e601 module was uiu/ml. The unit of measure for the tsh result from the heel stick was uu/ml and this result was on (B)(6) 2017. An additional tsh result from the external laboratory on (B)(6) 2017 was 21.0 uu/ml. The tsh reagent lot was corrected to 189279. Relevant tests/lab data was updated.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of a high erroneous result for 1 newborn patient tested for elecsys tsh assay (tsh) on a cobas 6000 e 601 module. It is not known if the erroneous result was reported outside of the laboratory. The initial tsh result was 39.89 (units of measure not provided). An additional sample was collected from a heel stick using blotting paper and the tsh result from an unspecified neonatal screening device was 14 (unit of measure not provided). There was no allegation that an adverse event occurred. The tsh reagent lot number was 15955703. The expiration date was not provided.

Manufacturer narrative:
Serial number was updated. The tsh reagent lot of 189279 had an expiration date of 07/31/2017. The additional tsh result from the external laboratory on (B)(6) 2017 was 21.0 uu/ml. It was clarified that this result was from the sample obtained from the patient on (B)(6) 2017. The tsh result on the e601 module was 60.77 uiu/ml. Since calibration and quality control results were acceptable a general reagent issue can most likely be excluded. It is known that tsh results for neonate patient samples can be high. A specific root cause was not identified for the difference between the tsh results from the e601 module and the tsh results from a sample collected from a heel stick using blotting paper. Potential root causes may be related to the filter card not being handled correctly (e.g. Temperature, duration) between the time the sample was obtained and the eluting of the dry blood clot resulting in a low result; an insufficient amount of sample was spotted on the filter paper; a mistake was made during the elution of the blood clot or there was an overall handling problem with the "dry blood clot" technology. Since the ft4 ii and ft3 iii results on the e601 module from the (B)(6) 2017 sample fit the expected results, an overall sample problem with the (B)(6) 2017 sample is not likely.